Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/removal for the coil and/or during preparation for use resulted in the reported material separation/noted bunched/torn/jagged sheath and noted material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect - impact code - patient code 2645 was removed, 2199 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after unpackaging of the 8.0x80mm absolute pro self-expanding stent system (sess) the outer sheath was noted to have separated at the 9.3cm position. Therefore, another 8.0x80mm absolute pro sess was unpackaged and 0.8 cm of the tip of the stent was noted to be exposed and flowered. The absolute pro stents were not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. A third same size absolute pro stent was used in the procedure. No additional information was provided.